Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the device underinfused. The cause was identified to be the door mechanism assembly which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not pass the pressure system integrity (psi) test as it displayed values exceeding manufacturer's prescribed limits. This occurred during programming/ setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.